Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented during follow-up. Rv lead failed to capture possibly due to the positioning area. All other measurements were in range. Fluoroscopy did not reveal any issues. The lead was capped and replaced. The patient was stable.